Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg can no longer communicate with his charger and programmer. In turn, the patient has lost stimulation. An sjm representative attempted to address the issue using multiple chargers and programmers to no avail. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. The replacement ipg resolved the patient's issue.